Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for a software error. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: cc-cpl-2019-00887. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that a technical error, indicating a patient category mismatch between breathing and monitoring subsystems was generated. No device logs or parts have been returned for investigation. Considering the info from the previous reported complaint on the same device, this device was equipped with an older software version. The breathing subsystem software that controls and regulates flow and pressure does not go to ventilation state which leads to a mismatch between the two subsystems. No flow or pressure will be delivered when this failure occurs. This error is a software flaw. To prevent this issue from happening the new released software has been improved.